Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the curved suction was unable to verify. There was no surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
H3 h6: the 9733451 curved suction instrument was returned to the manufacturer for evaluation. After visual/physical examination, the instrument would not verify. When connected to a known good system, the returned curved suction was able to verify, but with a high divot error of 2.0mm to 2.1mm. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.